Event description:
It is reported the device was implanted in 2008 and three months post-op, the patient presented with patellar implant fracture. Patient has not been revised and it is unknown if a revision surgery is pending.

Manufacturer narrative:
This report will be amended when our investigation is complete.